Manufacturer narrative:
UDI: vapr vue wireless footswitch investigation summary: the device was received at the service center and evaluated. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. This complaint can be confirmed. During evaluation, it was found that the device would not pair with the generator due to bad transmitter pcb. Replacement of the transmitter pcb board will correct the problem. However, the base plate was heavily rusted, and to correct this; the base plate would need to be replaced as well. Since the base plate cannot be replaced, this unit is deemed non-repairable. The repair was declined and hence the device was not restored to the specifications. It is being placed into long term hold. Fluid ingress into the device and contact with the base plate is responsible for the corrosion observed over there. The defective transmitter pcb is identified as the root cause of the pairing issue. A manufacturing record evaluation was performed for the finished device lot number (1408069), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported that during evaluation, it was determined that the base plate on the vapr vue wireless footswitch device was heavily rusted and corroded. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.